Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Final analysis found that the inner and outer insulations were damaged and the inner coil exposed at 19.2 cm to 19.7 cm from the connector pin as a result of clavicular crush. This likely contributed to the reported low lead impedance.

Event description:
It was reported that the right ventricular lead exhibited low impedance. The lead was explanted and replaced.